Event description:
The distributor reported that the pt suffered hyperglycemia and the occlusion alarm did not alert the pt because the vibration feature did not function.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in the supplemental report. No conclusions can be made at this time.